Event description:
Event: partial jacket retraction. Case detail: it was reported that as the device was inserted, the superior capsule (just below the jacket guard) became stuck while advancing through the patient's tortuous anatomy. As the device continued to be advanced into the patient's vessel, the jacket buckled, causing the superior capsule and jacket to come together and expose the hooks. The device was removed and a second device was used.